Event description:
This lead dislodged one day post implant and was successfully repositioned. All records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.